Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was confirmed and duplicated. This is isolated to burnt connector header right angle gold pins, 8 circuit (jp2)

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Result of investigation: the vyaire failure analysis group received the suspect compressor assembly for investigation. The fa group performed a visual inspection and found burnt components of the compressor printed circuit board (pcb). At this time, the reported event was duplicated and the component root cause was traced to component failure due to an electrical problem.

Event description:
The customer reported an inoperative compressor assembly during setup of this ventilator device. The customer stated no patient involvement with this event.